Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same event happened with the second clip and the procedure was completed with the third resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results and additional information: a visual examination of the returned complaint device noted that the clip assembly was not returned with the device. It was noticed that the bushing was bent and the control wire was bent in the proximal section, specifically in the handle part. The movement of the handle indicates that there was a full activation of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: model number, lot number, catalog number, expiration date, and unique identifier, manufacturing site and device manufacturer date.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same event happened with the second clip and the procedure was completed with the third resolution 360 clip device. There were no patient complications reported as a result of this event.